Event description:
It was reported to philips that the device has malfunction. Specific malfunction is currently unknown, and request has been sent out for such information. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.